Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On sept 04th 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.

Manufacturer narrative:
Per case notes, the sensor was successfully removed 21 october 2020. D2. Product code updated to qhj. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.